Event description:
In 2009, the pt's ex-wife reported that the pt has experienced elevated blood glucose of 301-350 mg/dl over the past week. She stated that the pt only uses the infusion device for bolusing and he does not have a basal rate per his physician due to gastroparesis. The pt injected 6 units of insulin via syringe before bed and his blood glucose measured 140 mg/dl at 11:40 pm. At 12:30 am the pt called for his ex-wife and she gave him 2 boxes of apple juice, cake, and a peppermint. His blood glucose measured 35 mg/dl and she called for an ambulance at 1:30 am. He was treated with fluids and detrox and he ate a peanut butter sandwich. Paramedics left the home at 2:30 am and the pt's blood glucose measured 156 mg/dl. This morning his blood glucose was elevated to 314 mg/dl due to eating cake in the middle of the night. The pt changes his infusion site every 3-4 days. He was advised to change the site every 3 days. He only uses the right and left side of his abdomen as infusion sites and he refuses to try new areas. He does have scar tissue. The infusion device displayed 2, e4 (occlusion) error in the past week and it was cleared by changing the infusion site and tubing, although his blood glucose remained elevated. The pt was advised to switch to his backup infusion device for the troubleshooting purposes. Further attempts to follow up with the pt were unsuccessful. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.